Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped by attaching the one-way valve, aspirating the iab twice while in the tray and removing the iab from the tray grasping it closely. Promptly after removing the iab from the tray, it was inserted into the sheath, which was in the patient's femoral artery. The iab could not be advanced through the sheath and as a result, the iab and the sheath were removed as one unit. Another iab was inserted.